Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; h1; h6.

Event description:
Healthcare professional later confirmed no complaint against the device. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured" and "suggestive of solid and/or cystic nodular formations" confirmed via ultrasound. This record is for the right side. Device was explanted and replaced.